Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2020-00090. During the procedure, the temperature of the catheter was higher than expected (approximately 90ºc). The catheter also had connection issues to the ampere generator. The procedure was cancelled with no patient consequences.